Event description:
It was reported by the user site that on (B)(6) 2026, during a selenia dimensions 3d mammography system procedure, the c-arm center switch was not functioning properly and generated an error code. It was reported that the switch became stuck and the c-arm moved on its own, rotating to the maximum inverted position. The user site reported that the issue occurred on two occasions. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed that the c-arm rotary switch was sticking. The fse replaced the rotary switch, performed operational testing and verified that the system was operating according to manufacturer specifications. No further information is currently available.